Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pressure test. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Remedial action required, remedial action#, annex a: a040502, annex b: b01, annex c: c0601, annex d: d01, annex g: g02017.

Event description:
It was reported that the device had failed pressure test. There was no patient involvement.